Event description:
It was reported that the device diagnosed ventricular tachycardia (vt) in apparent supraventricular tachycardia (svt). The device delivered anti-tachycardia pacing (atp) therapy. Programming change was discussed. No patient symptoms were reported.